Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty switching regulator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of monitor not poweing up was confirmed. The device evaluation found there was no alternating current (ac) power during the power on test. There was however, direct current (dc) power. The connector on the switching regulator was faulty. There was scratches inside the bezel screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor did not power up. There were no reports of patient harm.